Event description:
It was reported that during decontamination or sterilization processing the mesher was not working properly. There was no harm or delay reported as the event timing was when no patient was involved. An alternate device was available. Diligence is complete. At device evaluation the cutter failed the sample mesh test during evaluation due to an incomplete cut.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the sample mesh test during evaluation due to an incomplete cut; however, the repair was not completed because cutters are not repairable. The cutter was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.